Manufacturer narrative:
Results: the smart coil was kinked approximately 48.0, 49.0, 89.0, and 91.0 cm from the proximal end. The polymer section of the smart coil pusher assembly was kinked along its length. The distal detachment tip (ddt) was delaminated. There were offset coil winds on the embolization coil. Conclusions: evaluation of the returned smart coil revealed a few pusher assembly kinks and an extensively kinked polymer section. These damages were likely due to forceful advancement against resistance. Some additional kinks may have occurred incidentally during packaging for return to penumbra. The non-penumbra catheter was not returned and, therefore, the root cause of the initial resistance could not be determined. Further evaluation revealed a few offset coil winds and a slightly delaminated ddt. These damage were likely due to repeated manipulation in attempt to advance the embolization coil against the reported resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coils embolization procedure to treat a subarachnoid hemorrhage using penumbra smart coils (smart coils). During the procedure, the physician placed the initials coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance and the smart coil would not advance. Therefore, the physician let the flush run through the microcatheter and attempted to advance the smart coil again; however, resistance was encountered again and the physician removed the coil. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.